Event description:
It was reported the patient began weight bearing and walking but neglected to wear walking boot at 2 weeks causing the plate to brake.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated devices: (B)(4) non-locking screw anchorage 3.5mm/l26mm, lot unk; (B)(4) locking screw anchorage 3.5mm/l16mm, lot unk; (B)(4) locking screw anchorage 3.5mm/l18mm, lot unk.